Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: customer will have preventive maintenance performed and use zs4002. Customer will also perform monthly monitoring. No further action required. The probable cause of the event was monthly monitoring not performed.

Event description:
On (B)(6) 2015, a customer reported failed cap survey with their g7 analyzer. The customer failed 3 of 5 samples for cap 7.4, 10.8, 7.6, 9.2, 5.8. Cc 1200. Last pm performed (B)(6) 2014. Acct calibrated prior ro running survey using lot zs3002. Customer informed they run more than 20,000 samples in 12 months so it was suggested increasing preventive maintenance (pm) frequency. Customer did receive letter about zs4002 calibrator and did order but not used zs4002. Customer running mas1702 controls and higher on low end and in range on high end. 6.4/9.1. Control means 6.0/9.1. Informed controls on lower end mimic cap results on lower end with higher bias. The customer is unable to run patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting of patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.